Event description:
Customer reported being recently hospitalized due to a non-diabetes related issue. Customer reported that she was taken off of the insulin pump during the hospitalization. Blood glucose levels at the time of admission and at the time of the call were not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.